Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a system error while infusing during patient therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of an unspecified system error was not reproduced. No alarms occurred during functional testing of the device. A review of the event history log (ehl) revealed a system error 21513 (uso sensor failure) however as no event date was provided it cannot be determined if that is the alarm the customer was experiencing. The device passed all functional testing. A device history review revealed no issues that could have caused or contributed to the reported issue. The cause of the condition was not determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.